Event description:
A customer reported that they were getting an error message, no scope connected with a ec38-i10l- video colonoscope. The issue was observed in the operating room prior to use. There was no patient involvement and no report of an adverse event. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The reported "no video /error message, scope not connected" was not confirmed during analysis of the device. Incidental findings from the evaluation noted: image spots, up, right, down and left angulation decreased, side body cover paint peeling and blistering, air/water noxxle glue missing, bending rubber glue cracking at the insertion tube and distal side, residue build up on the r/l brake knob retaining cover, pve electrical connector frame plastic base blistering, residue on the right and left control knob and up/down control knob, umbilical cable single and bending rubber mild discoloration, chemical residue buildup on the pve electrical connector frame, connector housing and control body, the pve connector housing and control body had a bad odor. The instrument was refurbished and sent back to the customer. Should additional information become available, a supplemental report will be filed.